Event description:
Related manufacturer reference number: 3006705815-2022-17663, 3006705815-2022-17664 it was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the leads were explanted and replaced to...

Event description:
Additional information received indicates the patient¿s system was explanted and replaced. Effective stimulation was restored.

Manufacturer narrative:
E1 - initial reporter.

Manufacturer narrative:
B5: describe event or problem.

Event description:
It was reported the patient is experiencing pain at the ipg site and ineffective stimulation due to low and high impedances following a car accident. Surgical intervention may take place at a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.